Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was inaccurate; cause was unknown. Customer's blood glucose was not impacted as customer was not using pump for insulin therapy at the time. Customer did not correct time and date on pump and reverted to using manual injections for insulin therapy.